Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that the healthcare provider (hcp), an MRI technician, said that the patient reported that it never worked since implant. The hcp was not sure if the patient meant since the most recent device wasimplanted or if it was since the original implant in 2012. No patient symptoms were reported.